Manufacturer narrative:
Clinical evaluation determined that the reported injury is transient; however, long-term pigmentary changes may occur in the affected area. The reported skin reaction is consistent with known and anticipated adverse reactions associated with energy-based treatments, as described in the device labeling. Historical data, including a review of device history records (dhrs) and service call records, revealed no relevant abnormalities or similar events associated with the device. The device was requested for inspection; however, it was not returned by the customer, and multiple follow-up attempts did not receive a response. Based on the available information, the event is most likely attributable to user error. This report is submitted in good faith.

Event description:
The importer reported that a user facility reported that their patient sustained a burn and depigmentation at the treatment site following the use of the harmony xl pro system.